Event description:
A home pt contacted baxter's technical service ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 3/4 of his automated peritoneal dialysis therapy. The pt stated that the pt line of the homechoice set had become disconnected from his transfer set for an unknown reason. Baxter's technical service ctr assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.